Event description:
During a cryoballoon ablation for paroxysmal atrial fibrillation a polarx catheter was selected for use. When the femoral vein was punctured and the polar sheath was placed inside the body, blood leaked from the hemostasis valve. The sheath was replaced because the blood was dripping at a constant rate. The same event did not occur with the new sheath, and the procedure was completed. No further complications occurred. The device is expected to return for analysis.

Manufacturer narrative:
A visible tear was observed in the center of the polarsheath hemostatic valve. The device also failed aspiration and hemostasis functional testing with air in the flush line during the aspiration test and dropping pressure in hemostasis testing. The polarsheath did pass air pressure test but had a higher-than-expected decay. The polarsheath handle was disassembled to find the area where the leak occurred. Analysis found a leak coming from the hemostatic valve at the proximal end. The tear in the hemostatic valve resulted in the polarsheath leaking. There appeared to be no issues with the valve puncture and valve slits as they were aligned and centered in the valve. The tear is believed to have occurred from normal use during the procedure as no defects were found that would have contributed to the valve tearing.

Event description:
During a cryoballoon ablation for paroxysmal atrial fibrillation a polarx catheter was selected for use. When the femoral vein was punctured and the polar sheath was placed inside the body, blood leaked from the hemostasis valve. The sheath was replaced because the blood was dripping at a constant rate. The same event did not occur with the new sheath, and the procedure was completed. No further complications occurred. The device is expected to return for analysis.